Event description:
It was reported that the patient went to the emergency room after receiving inappropriate shocks. Oversensing of noise was observed upon interrogation. The rv lead was explanted. No further patient complications were reported as a result of this event. Further information from an attorney alleges the plaintiff experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective lead. It was also noted the plaintiff has sustained and will continue to sustain severe physical injuries, and/or death, severe emotional distress, and mental anguish as a result of the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor was fractured; full lead was returned for analysis. The sprint fidelis lead model is included in a field advisory and tested out of specification consistent with the advisory. Other text : it was reported that the patient went to the emergency room after receiving inappropriate shocks. Oversensing of noise was observed upon interrogation. The rv lead was explanted. No further patient complications were reported as a result of this event. Further information from an attorney alleges the plaintiff experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective lead. It was also noted the plaintiff has sustained and will continue to sustain severe physical injuries, and/or death, severe emotional distress, and mental anguish as a result of the lead. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Lead conductor device was out of specification in a manner that relates to event interference lead(s), fracture of oversensing shock, inappropriate.